Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and possibly no capture. As well, the right atrial (ra) lead had undersensing of p waves. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.